Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Report type should have been "malfunction" rather than blank. (B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. The device was not used and a new device was implanted. The patient experienced no complications.

Manufacturer narrative:
Final analysis confirmed the reported inability to interrogate; the root cause could not be determined. A foreign material was noted at the battery boot.